Event description:
It was reported that the pt had no sound sensations after about one year of speech processor use. Impedance telemetry indicated 'no coupling" between coil and internal prosthesis. Revision surgery was carried out in 2001.